Event description:
It was reported that this implantable pacemaker was explanted due to entering in safety mode. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Communication to the device could not be established. There was no safety mode pacing observed on the oscilloscope. The device was opened up and visual inspection looked normal. Battery was removed and external power was applied to the hybrid. Current drain measured normal. Battery lab results found depleted cell with no battery-related failure determined. Analysis shows no component failure. The cause of this device entering in safety mode could not be stablished.

Event description:
It was reported that this implantable pacemaker was explanted due to entering in safety mode. Another device was implanted instead. This device is expected to be returned for analysis. No further adverse patient effects were reported.